Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified field service technician was able to duplicate the reported complaint (unit reported to have ventilator inoperable alarm). The reported issue was resolved by replacing the main printed circuit board. The unit was tested after the replacement and the device is now working to manufacturer specifications. At this time, carefusion has not received the suspect component for evaluation. If the component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the unit displayed ventilator inoperable alarm unexpectedly while being used on the patient. The reported ventilator was immediately replaced by a backup ventilator. The customer reported no harm or injury to the patient.

Manufacturer narrative:
The suspect component (printed circuit board) was returned to carefusion's failure analysis laboratory. The investigator was unable to duplicate the reported issue. During investigation, it was determined that all of the transducers were responding to pressure input appropriately and the output differential voltage (odv) was within the manufacturer specification. No failures were detected but it was confirmed in the event logs that a transducer fault had occurred.